Manufacturer narrative:
Technician inspected the hyd system and found the foot pilot check valve was bad. Replaced the pilot foot check valve to resolve this issue.

Event description:
Complaint alleged that the foot section of sleep deck would drift down.